Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery pin was bent. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Corrected data: it was reported to philips that a battery pin was bent and compressed. There was no patient involvement. Initial manufacture aware date is 02/12/2018. The reported problem was found during servicing of the event reported to FDA in MFR report #1218950-2018-02353.